Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values that ranged from 53 mg/dl to 64 mg/dl; cause was unknown. Reportedly, customer consumed apple juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.